Event description:
It was reported that during an initial vns implant, the surgeon was having problems with the negative coil of the lead. Per reporter, "it is curling weird and difficult getting around the nerve." Manufacturer representative was at the surgery and verified the coil looked different than other coils. Per reporter, the surgeon was eventually able to get the coil around the nerve and product was implanted successfully. Per reporter, the surgeon did not use excessive force of manipulate the coil. Review of manufacturing records reveals that the device met specifications prior to distribution.